Event description:
Anemia [anaemia]; tingling of extremities [paraesthesia]; numbness of extremities [hypoaesthesia]; total loss of use of extremities [movement disorder]; low blood levels (provisional diagnosis) [blood disorder]; arthritis [arthritis]. Case description: a regulatory authority rep reported that they were notified that an adult consumer, gender and age are unspecified, used fixodent denture adhesive, version unk cream 1 application, once a day (B)(6) 1998 through 2009 and reported the following: low blood levels and severe anemia requiring blood transfusions and intravenous iron infusions for 5 days in a row. The consumer also reported arthritis in 65% of their body, tingling and numbness of extremities, total loss of use of extremities, and feels they may not walk soon. Health care professional was visited. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation. Add'l info - (us) otc device.